Event description:
The facility reported a colleague infusion pump with a 814:09 failure code. There was no report of when, or in which care area this condition occurred. This condition had the potential to interrupt delivery. There was also no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:09 was confirmed and reproduced during product evaluation by baxter service personnel. This condition was attributed to a faulty pump head module (phm). The phm was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.